Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the left middle cerebral artery (mca) m2 segment. During the procedure, embolization to a new territory, left frontal opercular branches of the left mca, occurred. The embolus migrated from the posterior division m2 branch of the left mca into the anterior division frontal m2 branch. The embolus was not treated as the emboli were too small and too far distal in the left frontal opercular branches of the left mca. The patient ended up having a rather large left frontoinsular, basal ganglia and temporal infarct on a follow up magnetic resonance imaging (MRI). However, the patient improved clinically and her national institutes of health stroke scale (nihss) score dropped from 21 to 9 at the time of discharge. Right sided weakness improved and the patient was able to ambulate but remained with expressive aphasia. The physician indicated that the emboli to new territory occurred because the clot propagated from one mca division branch to the other and was not related to the device. The patient was discharged approximately 5 days post procedure. No further information is available.

Manufacturer narrative:
Correction: patient code - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, emboli, stroke and neurological deficit are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the left middle cerebral artery (mca) m2 segment. During the procedure, embolization to a new territory, left frontal opercular branches of the left mca, occurred. The embolus migrated from the posterior division m2 branch of the left mca into the anterior division frontal m2 branch. The embolus was not treated as the emboli were too small and too far distal in the left frontal opercular branches of the left mca. The patient ended up having a rather large left frontoinsular, basal ganglia and temporal infarct on a follow up magnetic resonance imaging (MRI). However, the patient improved clinically and her national institutes of health stroke scale (nihss) score dropped from 21 to 9 at the time of discharge. Right sided weakness improved and the patient was able to ambulate but remained with expressive aphasia. The physician indicated that the emboli to new territory occurred because the clot propagated from one mca division branch to the other and was not related to the device. The patient was discharged approximately 5 days post procedure. No further information is available.